Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical dept. With an unsigned note the stated, "11 days 2112" no tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports or any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after powered on the device displayed a whitescreen error with no audible alarm tone. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.